Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer reported that they were experiencing elevated blood glucose levels. Customer performed a supply change to resolve the issue.